Event description:
It was reported that the customer experienced issues with the sensor glucose and blood glucose readings being different from each other. The customer stated that she received a sensor glucose reading of 98 mg/dl when her blood gluocse was 45 mg/dl. Advised customer on the best times to calibrate. The customer expressed that she believe the settings on her insulin pump needed to be adjusted. The customer stated that she would contact her doctor's office. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.